Event description:
It was reported that during routine follow up, review of records revealed high out of range hv lead impedance on the rv to can vector. The out of range measurements could not reproduced in clinic; all measurements were normal. Lead remains implanted. Pati...

Event description:
It was reported that during routine follow up, review of records revealed high out of range hv lead impedance on the rv to can vector. The out of range measurements could not reproduced in clinic; all measurements were normal. Lead remains implanted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.